Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to re-evaluation of event.

Event description:
It was reported that during a follow up, x-ray revealed externalized conductor. Sensing anomalies were noted for progressive decrease in r-wave amplitude. The lead remains implanted.